Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was going through battery quickly, and the ins site became hot. The patient stated the ins consumed all its battery in a week. The patient spoke to a manufacturer's representative (rep) who told him to be sure the battery was charged to full, but the battery died a week later. The patient stated the rep told them that the ins will sometimes do this and needs to be reset by charging to full. The patient also reported the implant site becoming hot with burning from the inside. The patient was still feeling stinging the next day. The patient reported the ins charge level to be 1/4 and stated that after 20 minutes it was charged to half. It was also reported the antenna was damaged. Patient was issued a new antenna and told to follow up with their hcp. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative noted that the patient had elected for ins replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that it was unknown what led to the ins going thru the battery fast. There was no change in activity level, nor programming. The stimulation discharged in december after one week. The rep said to try charging it again because ¿they sometimes reset themselves like cellphones.¿ the patient charged it again and it seemed okay, held the charge for 4 weeks. It was unknown what led to the ins site becoming hot when charging; the patient followed the normal charging procedures. The steps taken to resolve the fast depletion was: removed charger and waited 20-30min, added another layer of clothing between themselves and charger, retried charging. When the patient tried to put on the new antenna, the site was too tender to allow the elastic belt to hold it in place.

Manufacturer narrative:
The main component of the system and other applicable components are: implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional as part of a clinical study. It was reported that the the patient came in for a routine visit on (B)(6)2018 and reported that on (B)(6)2018 they attempted to charge their spinal cord stimulator and felt a quick zap burning sensation. The patient immediately took off the recharger. Since then they had continued pain which was annoying and nagging, and was rated at a 4/10. The patient had this sensation once before when they lied on hot sand and their lead was damaged. The healthcare professional had no documentation anywhere in their notes regarding the patient's claim that the lead was damaged. The pain was aggravated by pressure on the generator site when lying down or leaning back. The patient was provided with a new charging antenna by the manufacturer, but pressure of the binder to hold it on was painful as well, so they had not recharged. Examination under fluoroscopy showed that the lead was intact, and impedance values were normal on (B)(6)2018. The pain was pinpointed under the head of the implantable neurostimulator, and fatty necrosis had occurred in that area. An examination on (B)(6)2018 found the fatty necrosis. The decision was made to do a pocket revision on (B)(6)2018. The issue resolved without sequelae on (B)(6)2018. The event resulted in an unscheduled clinic or office visit. The etiology was related to the device or therapy, specifically to the neurostimulator pocket, and not related to the implant procedure. The clinical diagnosis was pain at the neurostimulator site.

Manufacturer narrative:
Product ID: 3550-29, serial# unknown, product type: accessory. Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a short physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2018 and the battery was charged to 3.720 volts. On (B)(6) 2018 the battery had depleted to the "lock" mode (3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.